Event description:
It was reported that a patient (pt) had a break in aseptic technique during automated peritoneal dialysis (apd) therapy which caused recurring peritonitis. The cause of the peritonitis event was the pt had chronic exit site infections, the pt did not wear a mask while performing apd therapy and the pt did not clean the area prior to performing apd therapy. The pt was treated for the reoccurring peritonitis with vancomycin and fortaz (doses, dates and frequencies not reported). Additionally, the patient's peritoneal dialysis (pd) catheter was repositioned. The pt was retrained in proper aseptic procedures for pd therapy. Approximately two months after onset of peritonitis, the pt recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Should additional relevant information become available, a follow-up will be submitted.